Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that there was no magnet response and that the device could not be interrogated. It was further reported that there was a question as to pacing output, and that at the last interrogation, the device longevity was estimated at 17 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.